Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reportedly felt an ¿electric shock¿ during insertion of their abbott diabetes care device, however they only "felt it and did not visualize it". There was no report of fire, smoke, or explosion to their device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor, and no damage was observed. Customer reported that: ¿she felt like an electric shock from the sensor¿. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no issues were observed. Further investigation was conducted, where a visual inspection was performed on the returned sensor by using a digital microscope. No issues were observed. The data in the initial scan was reviewed and analyzed for any signs of sensor data corruption or glucose reading abnormalities. None were observed. The device was brought to a lab bench for testing. An smu (source meter unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired), which indicates that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification, indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification, which indicates that the puck's thermistor was fully functional. The poise voltage test was performed on the returned sensor using a digital multimeter. An on and off current test were performed on the returned device. The on and off current readings were within specification. The reported complaint issue of "electric shock" was not observed. Functionality testing was performed on the reader and passed with no issues observed. No visual damage was observed to the outside casing or the pcba of the returned sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reportedly felt an ¿electric shock¿ during insertion of their abbott diabetes care device, however they only "felt it and did not visualize it". There was no report of fire, smoke, or explosion to their device. There was no report of death, serious injury, or mistreatment associated with this event.